Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: date of report, event, concomitant medical products, PMA/510k, type of reportable event, if follow-up, what type, device evaluated by MFR and adverse event problem. The reported event was confirmed as product was returned and visual examination of the returned product identified signs of repeated use (nicked or gouged) and is cracked. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Per the instrument/provisional use and care package insert, instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. The package insert also states that breakage can occur if the instruments are subjected to high loads or impactions. The part has been in use in the field for five years and one month and have been used an unknown number of times. The device exhibits signs of repeated use. The reported issue appears to have been caused from use and not related to a significant design or manufacturing issue. This device was considered to have left zimmer biomet conforming. The root cause of the reported issue is attributed to wear and tear of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source- (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a knee instrument fractured from impact of the femoral component. There is no additional information at this time.